Event description:
A caller reported the customer's adc freestyle libre sensor detached on first day of wear. The caller reported the customer experienced a "diabetic coma" and was treated by a healthcare professional. However, no information in regards to treatment was provided. No further information was given. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor ((B)(4)) has been returned and investigated. Visual inspection was performed on the returned sensor and no issues were observed. The adhesive was returned and was not observed to be peeling from the mount. No malfunction or product deficiency was identified.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification.  DHR (device history review) for the freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release.  If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A caller reported the customer's adc freestyle libre sensor detached on first day of wear. The caller reported the customer experienced a "diabetic coma" and was treated by a healthcare professional. However, no information in regards to treatment was provided. No further information was given. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the customer's adc freestyle libre sensor detached on first day of wear. The caller reported the customer experienced a "diabetic coma" and was treated by a healthcare professional. However, no information in regards to treatment was provided. No further information was given. There was no report of death or permanent injury associated with this event.